Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set was involved in an incident where multiple occlusion alarms (alarm number: 2) occurred. The patient's blood glucose was reported at 168mg/dl. Troubleshooting determined that blockage was located in the tubing and the base of the cannula was bent. It was noted that the patient had used the infusion set for 3 days, when it was recommended to change out supplies every 2 days. The patient reported that he would change out all supplies. No permanent injury was reported.